Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. The type of damage reported can result from continuous activation of the output without tissue between the probe and the grasping section. If additional information becomes available at a later time, this report will be supplemented.

Manufacturer narrative:
This supplemental report updates lot to lot# mk906280. A visual inspection of the device found the teflon pad was slightly melted at the tip, but there was no metal exposed. The distal end of the device was inspected under a microscope and it was found that the probe tip was detached. The missing portion of the device was not returned, but measured approximately 18mm in length. This type of damage can be related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage probe damage. "Do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating."

Event description:
Olympus was informed that the device broke off and fell inside the patient's abdomen during a colpotomy. It was reported that the patient underwent a total laparoscopic hysterectomy. The device was successfully retrieved from the patient and the intended procedure was completed using another device. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information via telephone and in writing regarding the reported event, but with no results.